Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main trunk (lmt) and left descending artery (lad). After stenting, a 3.25mm x 15mm apex catheter balloon was selected to post-dilate the lesion, but ruptured during inflation at nominal pressure. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).